Manufacturer narrative:
The cannula accessory was returned and evaluated. Failure analysis investigation found the cannula accessory had a weld defect. The weld at the bowl was able to be rotated, causing improper placement of the cannula tube. No other damage was found.

Event description:
It was reported that during a da vinci surgical procedure, the top of the single site curved cannula was twisting. There was no report that any piece(s) from the cannula fell into the patient. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument has been returned for evaluation, however; failure analysis investigation of the returned affected part is not complete. At this time, the root cause of the customer reported failure mode cannot be determined. A follow-up MDR will be submitted after the evaluation has been completed or if additional information is received.